Manufacturer narrative:
It was reported by the abbott care team that the patient had their ipg explanted. Patient stated only the ipg was explanted in 2015 due an issue with the programmer. Patient stated device was not replaced. Patient does not consent to further outreach. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
It was reported the patients ipg was explanted and replaced on an unknown date for an unknown reason. Patient declined to provide further information.